Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter displayed inaccurate high readings. The complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the alleged product issue began ¿about a month ago¿ at an unknown time. The patient stated that she obtained a blood glucose result of ¿250mg/dl¿ on the subject meter, compared to feelings/normal results. The patient manages his diabetes with insulin (no adjustments) and denied taking any action as part of his usual diabetes management regimen as a result of the product issue. The patient reported that ¿5 weeks ago¿ he developed the symptom of ¿sweating and shaking¿ after the alleged issue had begun. The patient denied receiving any treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure. In addition the patient did not have control solution to walk through a retest; the test strips were stored correctly and within product expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.